Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case # (B)(4)) in united states on (B)(6) 2014 which refers to a female consumer of unspecified age who had essure inserted and experienced the following adverse events. On (B)(6) 2005, essure was inserted. Consumer presented cramping and a little spotting for a few days and was told to take ibuprofen. The next day, she was having hard time breathing. She went to the hospital and her gallbladder had to be removed right away because it was inflamed. Surgery went fine, after a few days of normal pains of surgery, the confirmation test was performed and the dye showed went through and essure didn't work. The test was performed again and this time, they assured the consumer it had worked and there were no problems, that essure was completely effective. The following month, she started to bleed a lot around her menstrual cycle time. It was very heavy and painful. An ablation nova sure was performed. For two years or a little less, she had no problems. Then she began bleeding heavily again out of nowhere. She presented cramping again and contractions. She went to emergency room and unspecified test were performed. She was given pain pills and was told it was her period. She continued for 8 months to experience cramping and contractions. She was submitted to an exploratory surgery which found a little bleeding and physician said everything looked ok. Another physician said it was a bulky uterus and scar tissue causing pain and a hysterectomy was performed. There was a lot of bleeding, the ovaries stayed in but with a lot of cysts removed, the essure had come all the way through her tube. A discrepant date was provided as essure removal ((B)(6) 2005). Consumer stated the problems were related to essure. She still presents problems such as tenderness of breasts and a little things that seem to lead back to essure. (B)(4).

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow up info received on (B)(4) 2014 (ptc) numbers) and (B)(4) 2014 (from consumer). Consumer's demographic info was provided. She had four previous pregnancies and a total of four births. She has no previous gynecological problems or procedures or any other medical history or concurrent condition. In 2009 (discrepant with info previous provided), essure was inserted (6 weeks post-partum). Depo was used as back-up contraception. Hsg was performed a little while after (no dates provided) and showed that essure did not work. A second hsg was performed and showed that essure worked. Consumer also experienced constant labor like pains. A complete perforation was reported (the coil was through her left tube) and she stated it might have occurred during insertion. Puncture was found upon the hysterectomy. On (B)(6) 2013 (also discrepant info), essure was removed. Consumer recovered from events and related them to essure (she still has 7 incisions due to removal and all are sore and tender. And she still feels those but everything else is gone). Ptc investigation result was received on (B)(4) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect at this time. Medical assessment: the medical events reported are not necessarily indicative of a quality defect. Additionally, lack of effectiveness is not necessarily indicative of a quality defect as it may occur with the use of any product. No complaint sample was provided for a technical investigation. No batch number was reported. Neither a technical batch investigation nor a batch cluster review in the gpv database for a more detailed statistical medical evaluation is possible without a batch number. At the time of this medical assessment, the technical investigation concluded unconfirmed quality defect". Based on the information available,there is no reason to suspect a quality defect. Follow up information received on (B)(4) 2014: the required number of follow-up attempts have been made, with no response to date. Case considered closed. After inter review, the essure model was amended to ess305. Company causality comment: this non medically-confirmed, spontaneous case report refers to (B)(6) year old female consumer who had essure (fallopian tube occlusion insert) inserted and experienced spotting for a few days after essure insertion; gallbladder removed because it was inflamed; bleeding heavily again out of nowhere; essure had come all the way through my tube and very lot of bleeding. The reported events were considered serious, as medically significant and are listed according to the reference safety information for essure except for gallbladder removed because it was inflamed which is unlisted. Abnormal bleeding and menses pattern changes may occur with essure therapy. Given this information causality between spotting for a few days after essure insertion and essure cannot be excluded, and it was considered a non-incident. Concerning the event gallbladder removed (cholecystectomy) because it was inflamed, most of cholecystectomies are performed due to symptoms or complications related to gallstones; given this information and essure's local action at fallopian tubes, this event was considered as unrelated to essure, and a non-incident. The consumer also reported that approximately 2 years after essure insertion she started to bleeding heavily again out of nowhere, she stated that she had a bulky uterus (unspecified) and scar tissue and was submitted to a hysterectomy. During the surgery, it was noted a lot of bleeding (unspecified). Given the limited information about these events characteristics (to conclude on a possible etiology) causality with the suspect insert cannot be assessed, and they were,therefore considered non-incidents. It was also mentioned that at the surgery, a complete fallopian tube perforation was diagnosed ( essure had come all the way through consumer's tube),this event was considered, due to its nature, as related to essure, and an incident (since a surgical intervention was performed). In addition, non-serious events were reported. The ptc investigation concluded "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect.